Event description:
On (B)(6), 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported a low glucose (bg) episode. The reporter indicated that the patient woke up at 9:00 am on (B)(6), 2012, with a low bg level of "51 mg/dl." Shortly after waking up, the patient reportedly suffered a seizure. The patient's parents took her to a hospital where she was treated with IV glucose for low bg. She was released from the hospital the same day at an unspecified time. The patient did not resume pump therapy and began to use injections. On (B)(6), 2012, the reporter visited a certified diabetes educator (cde) who downloaded the pump. Upon reviewing the pump's downloaded information, the cde alleged that the pump was giving 1-1.5 units more per gram of insulin that what was programmed in the device. The cde reportedly told the reporter to call anm to get a replacement pump. Through troubleshooting, the bolus and basal totals for (B)(6), 2012, were reviewed and confirmed as being correct by the reporter. The reporter claimed that nothing seemed out of the ordinary with boluses delivered prior to the low bg event. The patient was rotating sites between her buttocks and abdomen. No new illnesses or changes in diet or activity level were reported. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for low bg. She also claimed that a cde alleged that the device was not accurately delivering insulin. However, at this time, it is unknown if the pump actually contributed to the patient's injury considering no issues were observed with reviewing the pump's history.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no defect in insulin delivery was found. The keypad was tested and all keys were responsive to user input. The pump was tested on a 29 hour flow test and was found to be delivering within specifications . A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Keypad was tested and all keys were responsive to user input.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.